Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the MFR arjohuntleigh magog inc (B)(4). MFR complaint number: (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
A disposable, repositioning sling was being used with a ceiling lift to hold the back of the pt up for a chest x-ray, when the sling ripped. The activity was stopped. No injuries were sustained by either the pt or the caregiver.